Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent dizziness. It was also reported that the right ventricular (rv) lead exhibited intermittent high thresholds and loss of slack was noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.